Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the device became kinked and the procedure was cancelled post sedation. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. The patient was noted to have a low auricle and small opening. Due to the challenging anatomy, the was sheath kinked when it was adjusted. They physician cancelled the procedure to ensure patient safety. The patient was reported to be stable following the procedure.